Manufacturer narrative:
Unit passed displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. No unexpected pump error 4 or pump error 42 alarms noted during testing. Pump error 63 confirmed in pump history with variable (003) due to broken trace at pin 1 (vdd) on u1 keypad assembly. No pump error 54 alarms noted during testing however, the formatted history file confirmed pump error 54 (line number 1421 file number 32122) alarm due to software error. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported insulin pump alarmed for multiple insulin pump error. Customer¿s blood glucose was unknown. Customer stated that motor was rewind and insulin pump works as expected. Insulin pump will be returned for analysis.